Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated, that she began to vomit and feel very sick. The patient tested her blood glucose and it was in the 500 mg/dl range. She went to the hospital, where she was admitted and diagnosed with diabetic ketoacidosis. She was placed on an insulin drip for 2 1/2 days and kept in the intensive care unit. She stated that, she examined her system and found that the infusion set tubing had completely separated from the luer lock connection. While in the hospital, she was placed on injection therapy. The patient returned to infusion therapy, after being released and stated that her blood glucose reading for the past two weeks have been "good." The patient discarded the product, therefore, no product will be returned. The patient was advised to keep the product and return it for evaluation if this issue was to recur.